Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the plate broke. The patient was treated according to the campy method for a jaw angle fracture, and the breakage was noticed post-surgery via an x-ray. A revision surgery is planned.